Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold assy. Serial number (B)(6) with a reported unit failure of, drive manifold fails leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed received part number 0104-00-0031 drive manifold assy. Serial number (B)(6) 25_asco into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The drive manifold failed the vacuum leak differential test with a result of 30mmhg. The factory specification is +-25mmhg. The drive manifold failed testing. The fat dept. Replicated the complaint of the drive manifold failing the leak test. Refer to CAPA 1406400, for more information regarding additional investigation details.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by getinge field service engineer that during preventive maintenance the cardiosave intra aortic balloon pump had failed drive manifold leak test. There was no patient involvement and no injury was reported.